Event description:
Bilateral breast augmentation approx 20 yrs ago with silicone gel implants. Increased breast pain and mobility over last yr. Breasts consistent with grade IV capsular contracture probable ruptures. Bilateral capsulectomy with removal of ruptured implants augmented with mentor saline implants bilaterally.